Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a battery/power issue with the adc device. The customer indicated the adc device would not power on with button press or strip insertion and was unable to obtain readings. The customer experienced a loss of consciousness and required treatment of dextrose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on return reader and damage was observed on usb port. The reader was unable to turn on due to the damaged usb port. The returned reader was de-cased . Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a battery/power issue with the adc device. The customer indicated the adc device would not power on with button press or strip insertion and was unable to obtain readings. The customer experienced a loss of consciousness and required treatment of dextrose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.